Event description:
It was reported to boston scientific corp that an extractor rx retrieval balloon was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, while preparing for the procedure, the balloon was tested and popped during inflation. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).